Manufacturer narrative:
(B)(4). The pump was received with the serial number label fading. The pump passed the displacement test and sleep current measurement. However, the pump failed the active current measurement and self test due to a problem isolated to pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery less than a week and serial number was missing. The customer¿s blood glucose was unknown. The troubleshooting was not performed. The insulin pump will be returned for analysis.